Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a goldtip bipolar fcps str 215/115/2.0mm (part # us614) was used during a procedure performed on an unknown date. According to the complainant, the gold coating on the forceps' tip is flaking causing tissue to stick which resulted in tearing/pulling and a restart of bleeding when the device was withdrawn. The complaint device was returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the complaint device was returned to the manufacturer for evaluation. A visual examination revealed that the forceps appeared to have heavy usage, despite being approximately one (1) year old. The tips were slightly misaligned. Additionally, the insulation on the working length was faded and scratched indicating that it may have been scrubbed with an abrasive material during use or cleaning, which could also explain why the gold plating was almost entirely worn off of the tips. The loss of gold plating would lead to increased sticking of tissue. The device history records (DHR) were reviewed for the provided serial number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. There was no evidence to suggest any defect in the design, materials, or workmanship of the device. Based on the investigation results, the most probable root cause was determined to be operational error.